Event description:
It was reported that the drill began overheating during an extraction procedure, and the pt received a second degree, blister-like burn on the upper lip. The doctor completed the procedure with another device, and triamcinolone acetonide was applied to the injury after it was cleaned with peroxide.

Manufacturer narrative:
The drill has not been received at the MFR for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the investigation is complete.